Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Further information could not be gathered due to lack of response from the user. Sensor removal status is not known. No further investigation was possible for this complaint due to insufficient information. There is no remedial action/corrective action/preventive action/field safety corrective action required.

Event description:
Senseonics was made aware of an instance where patient reported numbness in the arm where sensor is inserted. Patient reported that in the beginning the numbness was just at/around insertion site but then the whole arm including the hand was numb. Numb is not continuous but happens every 30 minutes. It is sometimes not able to use the arm and becomes difficult to life arm. Sensor was inserted back in (B)(6) 2019.